Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances and possible lead fracture. The patient will undergo a lead replacement procedure. Additional information was received that the patient had a device reprogramming and was receiving adequate relief. The patient will not undergo a revision procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20713702, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances and possible lead fracture. The patient will undergo a lead replacement procedure.